Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 and diagnosed with peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported that the patient was hospitalized through (B)(6) 2019 for abdominal pain at home. Peritoneal effluent cultures and a cell count were obtained in the emergency room. The cultures after 5 days showed no growth; however, the cell count revealed an elevated white blood cell (wbc) count (value not provided). The patient was treated with intraperitoneal cefazolin (dosage not provided) daily for 21 days. The exact cause of the peritonitis is unknown; however, the pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). The patient continued to undergo continuous cycling peritoneal dialysis (ccpd) therapy while hospitalized without issue. The patient is still recovering from the events and continues to perform ccpd therapy utilizing the same liberty select cycler as before the events. The discharge summary and culture results were requested, however, were reportedly unavailable during the follow up call.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and cassette and the adverse events of abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis is unknown, therefore causality cannot be firmly established. However, the pdrn reported the peritonitis was unrelated to the utilization of the fresenius pd devices, drugs, or products. The liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating they contributed to the patient¿s serious adverse events. The patient continues to utilize the same cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Plant investigation: the sample was not returned and the lot number was not provided. A manufacturing review was performed on the lots of the products shipped to the patient for the three (3) month time frame prior to the event date. The entire sets of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which are associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The DHR review did not reveal a probable cause for the event. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 and diagnosed with peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported that the patient was hospitalized through (B)(6) 2019 for abdominal pain at home. Peritoneal effluent cultures and a cell count were obtained in the emergency room. The cultures after 5 days showed no growth; however, the cell count revealed an elevated white blood cell (wbc) count (value not provided). The patient was treated with intraperitoneal cefazolin (dosage not provided) daily for 21 days. The exact cause of the peritonitis is unknown; however, the pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). The patient continued to undergo ccpd therapy while hospitalized without issue. The patient is still recovering from the events and continues to perform ccpd therapy utilizing the same liberty select cycler as before the events. The discharge summary and culture results were requested, however, were reportedly unavailable during the follow up call.